Event description:
It was reported through the results of the clinical trial that one year, four months and sixteen days post a stent placement on the right leg for new lesion on the proximal and mid superficial femoral artery, the subject had an adverse event of in-stent occlusion on the right superficial femoral artery and device deficiency of stent fracture. It was further reported that the adverse event was possibly related to the study device but not related to the study procedure. Reportedly, the subject underwent target limb re-intervention on the target lesion for in-stent restenosis with percutaneous transluminal angioplasty and thrombolysis with initial stenosis of 100% and final residual stenosis of 20%. It was further reported that four years and twenty nine days post a stent placement, the subject underwent target limb re-intervention for in-stent restenosis and thrombosis with percutaneous transluminal angioplasty and thrombolysis with initial stenosis of 100% and final residual stenosis of 20%. Reportedly, the re-intervention was successful. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis as well as the alleged stent fracture could not be verified. The investigation needed to be closed with inconclusive result. Even though potential factors that could have led to the reported occlusion as well as the reported stent fracture were evaluated, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, stent fracture, stent kinking / collapse, thrombosis or vessel occlusion. In addition: "cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." H10: g3 h11: h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately one year four months and sixteen days post lifestent placement on the right leg for new lesion on the proximal and mid superficial femoral artery, the subject had an adverse event of in-stent occlusion on the right superficial femoral artery and device deficiency of stent fracture. It was further reported that the adverse event was possibly related to the study device but not related to the study procedure. Reportedly, the subject underwent target limb re-intervention on the target lesion for in-stent restenosis with percutaneous transluminal angioplasty and thrombolysis with initial stenosis of 100% and final residual stenosis of 20%. It was further reported that approximately four years and twenty nine days post stent placement procedure, the subject underwent target limb re-intervention for in-stent restenosis and thrombosis with percutaneous transluminal angioplasty and thrombolysis with initial stenosis of 100% and final residual stenosis of 20%. Reportedly, the re-intervention was successful. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.